Event description:
It was reported that during implantation, the lens ejected from the delivery system faster than normal causing the haptic to tear off and rupture the posterior capsule of the patient's eye. An anterior vitrectomy was performed and a secondary lens of the same model was implanted without difficulty. Patient experienced no further issues.

Manufacturer narrative:
The returned intraocular lens was inspected and verified to have signs of handling. One haptic was detached, the second haptic was distorted. The definitive cause of this damage is undeterminable; however, our observations reasonably suggest the damage is not manufacturing related. Product history records indicate the product met all release criteria.